Manufacturer narrative:
Medtronic rep tested system and found a kink in the camera cable, per RMA, the cable was replaced. Upon evaluation the returned cable, the hirose connector is damaged and difficult to connect. Some pins are also bent. Otherwise, the cable passed a continuity test with no opens or shorts detected.

Event description:
Site called in and reported during surgery the position sensor unit (psu) on the treon would lose tracking of instrumentation intermittently, surgeon continued navigation and completed the surgery. No impact on patient outcome reported.